Manufacturer narrative:
Endoleaks are labeled in the IFU. Event eval: still under investigation.

Event description:
A (B)(6) female pt underwent aaa repair on (B)(6) 2011. The pt's anatomical form was suitable for the procedure and the procedure was performed as prescribed. Final angiography revealed endoleak. Angiography inside the stent grafts was performed to specify the endoleak again and leakage from the entire stent grafts was observed. The physician thought the endoleak was type IV and he decided to take f/u observation. Act was 243. The pt's condition after the procedure is unk as it was not provided by the reporter.